Manufacturer narrative:
The dealer provided a loaner bed for the end user and a new replacement bed has been ordered. At this time, the underlying cause of the failure cannot be determined. Invacare has received the head and foot section of the bed; an expanded evaluation is pending. Once the evaluation has been completed, a supplement record will be filed.

Event description:
The caller is stating that his bed made a loud pop noise. Then, electrical smoke filled the house and there was a flash of sparks. The callers son came into the room, removed the mattress and unplugged the unit. The family called the fire department to make sure there was no hidden fire or other damage. The bed was plugged into a surge protector.

Manufacturer narrative:
This follow up medwatch was originally filed on 01/15/2018, but was mislabeled as 1031452-2017-00061-2. This record is being filed as follow up number 1, as a correction to the previous follow up. The narrative from the previous follow up medwatch stated: an evaluation of the returned bed sections and junction box was completed. The complaint was confirmed for the 6 function control box emitting smoke and producing sparks while operating the foot up/down function keys. The underlying cause of the malfunction was due to capacitor c6 shorting.

Event description:
The caller is stating that his bed made a loud pop noise. Then, electrical smoke filled the house and there was a flash of sparks. The caller's son came into the room, removed the mattress and unplugged the unit. The family called the fire department to make sure there was no hidden fire or other damage. The bed was plugged into a surge protector.